Event description:
The customer reported the system displayed a generator error. This error message is likely to result in a system shut down without command situation. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A circuit board was replaced. The system was then found to be operating as intended.